Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that he has not been using stimulation and wanted it out. The patient would rather take oral medications for relief. He does not think that reprogramming will work and just wanted it out. The system was explanted on (B)(6) 2020.